Event description:
The pt was undergoing a second coil embolization to procedure to occlude a internal carotid artery (ica) bifurcation secular aneurysm. Three coils were successfully detached into the aneurysm. The physician was attempting to withdraw a fourth coil (subject device) when resistance was encountered and the physician believed the coil had stretched. The physician stopped trying to withdraw the coil and attempted to withdraw the coil and microcatheter was one unit under fluoroscopy. The coil became caught in two or three of the coils placed in this procedure resulting in the herniation of the coil mass into the right ica. The physician attempted to retrieve the coil mass using a microsnare and a alligator retriever. This was unsuccessful and the coil mass migrated distally to the tight middle cerebral artery (mca). Due to the small size of the coils and the antegrade flow. The coil mass ultimately migrated to a distal parietal mca m3 branch of the inferior/posterior division and could not be retrieved. Collateral flow appeared to be supplying the distal circulation of the occluded branch. An MRI scan post procedure revealed several small punctate diffusion abnormalities but there was no clinical neurological deficit to the pt.